Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was giving an "error 2" message. The patient indicated that the alleged meter issue started on the day before, at around 5:30 am. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The patient also denied received medical intervention or being tested on another device. The patient reported that after the meter issue began, the patient developed symptoms of feeling dizzy, tired, and thirsty. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient allegedly developed symptoms, which can be suggestive of hyperglycemia after the reported "error 2" meter issue started occurring.